Event description:
It was reported that the device had 210.502. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module showed error code 210.5020 was confirmed through the logs and was replicated during device testing. An external and internal inspection of the suspect pump module found that the j2 cable terminal pins, j4 cable terminal, and j3 and j4 connector traces of the display board had severe signs of corrosion. Review of the suspect pump module error log confirmed three error codes 210.5020 (peripheral_version_response_failure, runtime fatal severity) recorded on (B)(6) 2026, seconds after power on / attached of the device. A short between the display board to logic board connector¿s (j2) pins was replicated by gently wetting the connector¿s pins with a 10% beach solution to simulate bd approved cleaners. The pump module was then attached to a dchu test pcu and the error code 210.5020 was reproduced. The connector pins were dried and cleaned and the device was then reassembled. The device was attached and detached from the pcu twenty times, waiting at least one minute before detachment to try and replicate the error and check for any alarms. The device did not replicate the issue and did not alarm for any channel error. A functional test was performed on the suspect pump module. An infusion was programmed on the suspect pump module with a rate of 500 ml/hr for a total duration of 24 hours to reproduce the error code. The infusion finished with no issues or errors noted. A preventive maintenance (pm) test was performed through alaris system maintenance (asm) v12.3, passing all tests indicating the device is within specifications on normal operating conditions. The bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The bd alaris pcu 8015 pump module 8100 technical service manual v12.3.1 contains information regarding this error: the keyboard processor is not reporting the software version data immediately after the system is turned on. The processor is missing, failed, or flashed with a version that does not support the reporting software version. The manual suggests replacement of the pump module logic board as a response to this error. The bd alaris system with guardrails suite mx cleaning and disinfecting procedures state the instructions to follow when cleaning the devices to stop fluid from getting inside the device. Fluid inside the device can cause incorrect device operation or electrical shock. Despite the malfunction not being replicated on the ¿as-received¿ device under normal operating conditions, the display board of the unit will be replaced as a preventative measure due to the channel error observed on the device logs. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.